Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report the receiver was overheating on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver case was opened for further evaluation. An interior inspection found no internal damages. The device was determined to be operating within the required specifications without malfunction. The complaint of an overheating recevier could not be confirmed. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4).